Event description:
It has been reported to co that during the procedure, the valve of this device dislodged. Reportedly, the incident occurred after the introducer had been placed and the dilator pulled back. The device was removed and relaced. The patient is reported as fine and the device is being returned for co's analysis.